Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed an all-in-one (aio) basic input/output system (bios) login screen due to a faulty hard disk drive (hdd) cable connection. The fse reseated the aio, but the device remained stuck on the bios screen; also reseated all pyxibus connections and the drive cable with no change in behavior. The field service engineer (fse) removed and replaced the hard disk drive (hdd) cable, after which the station successfully booted into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was completely down and displayed a black screen with a password box. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.